Event description:
As reported per the edwards clinical specialist, during the valve implantation during a transapical transcatheter aortic valve replacement (tavr) procedure, the patient's blood pressure (bp) dropped to the 30's. The anesthesiologist administered pressers and adrenaline to boost the bp, overshot amounts, resulting in the sbp shooting to 238. Major bleeding occurred around the sheath at the apex of the heart. The surgeons cracked the chest as a precautionary measure to have better access to the heart. They regained control of the apex through the mini thoracotomy, and then closed the chest. The patient was never converted or placed on bypass. Additional investigation revealed that the surgeons did not note that the tissue at the apex of the heart was noticeably friable and the major bleeding was solely due to the meds administered, and was controlled again once the pressers were countered.

Manufacturer narrative:
Per the device instructions for use (IFU), bleeding is a potential adverse event associated with the transapical transcatheter aortic valve replacement (tavr) procedure. The majority of apical bleeding complications/ventricle ruptures are related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. In this case, however, it was reported that the bleeding was solely due to meds administered, resulting in significantly elevated systolic bp, and was controlled again once the pressers were countered. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint history for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.